Manufacturer narrative:
The event was initially reported as 'over torch', which was incorrectly interpreted as 'overheat'. The actual event was the angle nut on the handpiece was over-torqued at the user facility, rendering the device inoperable. There was no associated procedure with this event, and no patient involvement, medical intervention, or adverse consequences reported with this event.

Event description:
The event was initially reported as 'over torch', which was incorrectly interpreted as 'overheat'. The actual event was the angle nut on the handpiece was over torqued at the user facility, rendering the device inoperable. There was no associated procedure with this event, and no patient involvement, medical intervention, or adverse consequences reported with this event.

Event description:
It was reported that during equipment testing conducted at the user facility the device had excessive heat. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.